Manufacturer narrative:
Cine image analysis summary: the protégé everflex self-expanding peripheral stent system was not received for evaluation. No ancillary devices or procedure reports were returned for evaluation. Two cine images were received with the initial reported event. The cine images are of the patient¿s pelvis region. The vessel being treated is the patient¿s left common iliac artery. The first image appears to be of the vessel prior to stent implantation. The cine image confirms that the lesion is moderately calcified and approximately 90% stenosis. A guidewire of unknown make, model, and size is visible in the image. The second image is of the targeted vessel being dilated. Due to the quality and clarity of the image no everflex stent radiopaque marker hoops or stent struts are visible. The image may be of a pre-dilation of the targeted vessel anatomy. No stent is visible in either of the two cine images provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician had intended to use a protege everflex self-expanding stent to treat a 100mm moderately calcified plaque lesion (90% stenosis) in the common iliac artery. The packaging of the device was damaged however no issues were noted to the device when it was removed from the hoop tray. The device was prepped as per the IFU with no issues noted. The lesion was pre-dilated using 2 evercross pta balloons. The protege everflex was deployed, no excessive force was used. No resistance was encountered advancing the device and the device did not pass through a previously deployed stent. The physician observed the stent did not deploy fully (extended to approximately 80 mm- physicians opinion the device was not measured) and only partially covered the lesion. Vertical of the stent deployed completely. The physician deployed another protege gps without incident and the lesion was post dilated using an evercross pta balloon. Angiography showed the lesion had been successfully treated. No patient injury occurred.